Event description:
Patient revised due to polyethylene wear on patella and insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. It would not be unreasonable to expect some wear after 13 years of implantation. The need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.